Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips prefired and did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not received for evaluation.